Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed as unidentified (tear) opening (shell thickness was within specification) anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: crease fold observed. Wear abrasion observed. Yellow and white particles on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "textured to smooth breast implants due to the patient¿s concern with the product". Healthcare professional later reported " peripheral tear right implant". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.' Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "textured to smooth breast implants due to the patient¿s concern with the product". Healthcare professional later reported " peripheral tear right implant". Device has been explanted.